Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up # 1 date of submission 09/19/2014-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump histories revealed a cs 064 call service alarm. During testing, the pump was exercised for 24 hours and the rewind, load, and prime steps were completed successfully with no duplicated alarms. A battery cap was not returned with the pump; a test cap was used to complete investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. It was alleged that the alarm had emitted three times in the past thirty days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.